Event description:
It was reported that the ventilator failed during use. There was an injury.

Manufacturer narrative:
The electronic device logfile was analysed regarding hints for a possible malfunction of the device. The reported symptom was verified during the logfile analysis. An inadequately secured tie rod subsequently caused a loose connection at the interface between the flow sensor and the associated cable harness. The failure of inspiratory flow measurement led to a temporary failure of volume-controlled ventilation. Pressure-controlled ventilation was not affected. However, the mechanical play between the breathing system and the interface caused limitations in pressure/peep control. The device issued appropriate alarms. All alarms, possible causes as well as remedies are described in the instructions for use. The tie rod was tightened and the device has been returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up-report.

Event description:
It was reported that the ventilator failed during use. There was n injury.